Manufacturer narrative:
Follow-up #1 date of submission 11/23/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons were intermittently responsive, more force and multiple button presses were required in order to elicit a response on the keypad. All of the keypad buttons did not spring back and click back as expected. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, moisture was observed under the display lens during a leak test, which has no effect on insulin delivery function. The issue should be obvious and detectable to the user and should alert the user to discontinue use of the product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the buttons are sticking when pressed. The keypad is intact and not peeling or damaged. The patient wears the pump against their body under a garment.